Event description:
This was a st jude device removed due to its inability to provide adequate rate response. Pt histogram was stuck at lrl and all attempts by stj to reprogram were without results. Physician explanted stj device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).